Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that at implant attempt the helix of the right atrial lead would not extend, even after an excessive amount of turns were made. The lead was removed and replaced and no patient complications have been reported as a result of this event.